Event description:
It was reported that during a left pneumonectomy procedure, the device was fired across the pulmonary artery and cut and did not staple causing the pt to lose 2500cc of blood quickly. The pt required blood products and they controlled the bleeding by tamponade technique. Another device was used to complete the procedure. The pt is in stable condition. Requesting add'l info, but to date, only rec'd the following on 8/27/2009: the event occurred on the first firing. No problems firing. As of last week, the pt was fine.

Manufacturer narrative:
Date sent: 09/14/2009. Info anticipated, but unavailable at this time.